Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 7021 lead, implanted: (B)(6) 2007, 6937a-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.